Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate pump for insulin therapy and has an alternate method of insulin therapy available if necessary. There was no reported adverse impact to the customer's blood glucose level.